Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high out of range high voltage impedances from the svc coil vector. The device was reprogrammed. The patient was in stable condition.